Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"), genital haemorrhage ("abnormal bleeding (general)") and seizure ("neurological conditions or problems type: seizures") in a 49-year-old female patient who had essure (batch no. 628406-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: topamax in 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). In 2010, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014 6 years 5 months after insertion of essure, the patient experienced pelvic adhesions (seriousness criterion medically significant) and bladder injury ("other injury (ies) or complication (s) please describe: lacerated bladder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and nausea was resolving, the pelvic adhesions, menstrual disorder, the last episode of menorrhagia, headache, dysmenorrhoea, dyspareunia, fatigue and bladder injury outcome was unknown and the genital haemorrhage, seizure and alopecia had resolved. The reporter considered alopecia, bladder injury, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic pain, seizure, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"), genital haemorrhage ("abnormal bleeding (general)") and seizure ("neurological conditions or problems type: seizures") in a 49-year-old female patient who had essure (batch no. 628406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: topamax in 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). In 2010, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, 6 years 5 months after insertion of essure, the patient experienced pelvic adhesions (seriousness criterion medically significant) and bladder injury ("other injury (ies) or complication (s) please describe: lacerated bladder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine and nausea was resolving, the pelvic adhesions, menorrhagia, menstrual disorder, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, fatigue and bladder injury outcome was unknown and the genital haemorrhage, seizure and alopecia had resolved. The reporter considered alopecia, bladder injury, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic pain, seizure and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Events menorrhagia, headaches,nausea, seizures, dysmenorrhea, lysis of adhesions, dyspareunia, fatigue, lacerated bladder, hair loss are added. Lot number & lab data updated. Concomitant & historical conditions drugs, conditions are "added". Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), migraine ("migraines") and menstrual disorder ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2014 supracervical hysterectomy and left salpingo-oophorectomy). At the time of the report, the pelvic pain, menorrhagia, migraine and menstrual disorder outcome was unknown. The reporter considered menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.